Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead leading to aborted therapy. The oversensing may have been due to external noise. The lead remains in use. No patient complications have been reported as a result of this event.